Event description:
Pt complained of pain and discomfort on swallowing directly after doc implant surgery. Surgeon decided to remove the implants after about three mos as pt had lost about 30 pounds of weight. Following the removal, the pt was relieved of his symptoms. The fusion had healed.